Manufacturer narrative:
Report number: 1038671-2024-04239 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: device not returned. The reason for the revision may be the result of wear of the patella and third body wear on the tibial insert. Contributions of patient-related issues or implant alignment to the wear on the patella cannot be confirmed from the information provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitatnts: a10012 - gps implant kit v2 (B)(6). 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6).

Event description:
It was reported that a 63 yo male patient who had an initial right knee implanted in (B)(6) 2021, and was revised in (B)(6) 2022, underwent a second revision procedure in (B)(6) 2024, approximately 2 years post the (B)(6) 2022 procedure. Everything was revised due to wear on patella and tibial insert and was replaced with a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for analysis. They were discarded at the hospital. Device images were provided. No further information. First revision reported under MDR# 1038671-2022-01234.